Event description:
(As was reported to the international dept representative by the distributor) "when a fresh gas line is attached to the oxygen outlet on the wall it "pops" off due to a pressure build up in the line. The hosp sent the product to their biomedical dept where an occlusion was noted in the elbow."